Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication that the tube packing was found to have a hair. The customer indicated that there were no injuries or complications associated with this event.